Manufacturer narrative:
Zimmerbiomet complaint number cmp-(B)(4). Patient identifier: (B)(6). Weight unknown / not provided. Unique device identifier-unknown. Additional PMA/510(k) number ¿k011028/k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Dr. Indicated that during the operation, the implant package was opened and found to be empty. New implant with the same specifications was placed.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 10, 3331, 4110 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67. One impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) packaging was returned for investigation (image 1-4). Visual inspection of the as returned product identified that the vial is empty of the implant and its components. The vial is noted to already be opened. The reported event could not be recreated due to the nature of the dental device and event (packaging issue). Patient pre-existing conditions, tooth location and duration of placement are irrelevant to this investigation. DHR review was completed for the subject lot number 63782715. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63782715) for similar event using keyword incorrect component quantity, packaging and no other complaint was identified. October post market trending was reviewed and there were no actionable trends or corrective actions for the reported device (tsvb13) and event (missing components). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. As the packaging was already opened, the circumstances of device delivery could not be recreated.